Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Deployed filter and the primary legs never fully deployed. They left the filter in overnight, and removed the filter. A filter from another manufacturer was placed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404. Registration no.: (B)(4). Summary of investigational findings: investigation is based on event description and image review of a single poor-quality jpeg image, along with the complaint report. No patient harm was reported as the filter was removed and a competitor's filter was placed. The complaint report states: "deployed filter and the primary legs never fully deployed". The single poor-quality jpeg imaging provided demonstrates a celect platinum ivc filter. There is faint contrast opacification of the inferior vena cava (ivc). Relative to the ivc, there is approximately 18° of leftward tilt present. Two of the secondary filter legs are displaced laterally, potentially extending into the ostia of the renal veins. Relative to the long axis of the ivc filter, the secondary legs have a near perpendicular trajectory. The maximal distance between the primary filter legs measures 21.25 mm. Remaining primary and secondary filter legs demonstrate near normal distribution. There is slight apparent clustering of the primary filter legs towards the left aspect of the ivc, but this may be projectional as only a single view was submitted. The reported incomplete deployment of the primary filter legs, is not supported on the image submitted. Without multiple oblique projections, it is not possible to determine the 3d orientation of the primary filter legs in the ivc. Although, the malposition of two secondary filter legs and significant leftward tilt, is likely due to caudal movement of the ivc filter prior to detaching from the deployment system. While pulling the filter caudally, the secondary legs could either have engaged with a ostium of the renal veins or potentially with the wall of the ivc. As there is only faint opacification of the ivc on this image, it is uncertain whether these secondary legs extend into the renal veins versus perforated through the wall of the ivc. IFU does state, that repositioning of the filter is possible only by advancing the filter; as retracting the filter could damage the secondary legs or the caval wall. It also states, that the released filter should not be rotated inside the vena cava, as doing so may compromise the performance of the filter. A potential explanation of why the primary filter legs did not expand completely to engage with the wall the ivc include thrombus formation within the deployment sheath, or potentially engagement of possible thrombus in the ivc lumen itself preventing the full expansion of the primary filter legs. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.